Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(6), batch: 233811a.

Event description:
It was reported that the ipg was no longer functioning as intended. During the procedure to replace the ipg, it was noted that the battery had a black burn, corrosion-like mark on it. The lead tails also had multiple tiny wires poking through the outer coating and more wire fragments were found along the lead coils with a black circular corrosion mark. The physician opted to cut the lead from the ipg and close the patients pocket. The ipg and lead tails were removed and kept by the medical facility.